Manufacturer narrative:
On (B)(6) 2018 an immucor technical support used a remote electronic connection method to transfer camera images, event logs and result batches for the issue described. No instrument problem was identified. No sample or reagents were returned to immucor for investigation. The immucor internal record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer reported that they received unexpected negative reactions with capture-r ready-screen 3 on the galileo neo instrument.